Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where two items opened when only one item should have been issued. A technical support specialist (tss) found that when the user was scrolling down to select the norco, the user must have accidentally tapped the flomax without realizing it, as the transactions in myqlink (mql) showed that the item was issued and there were no cabinet malfunctions. The tss stated that after this occurrence, when the user attempted to issue only the norco, the user was able to issue it with no further issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user tried issue medication where wrong cubie opened and not exact cubie opened. The med that was issued was norco 5-325, the items that opened was clonazepam and tamsulosin 0.4mg cap 07 01. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.